Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies and resumed insulin therapy. Customer¿s blood glucose level was 565 mg/dl with high ketones. Ketone levels were identified as life threatening by health care provider. Elevated bg was addressed seeking assistance from nurses and doctors at the hospital. On (B)(6) 2025 the customer went to the emergency room and subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and insulin. Customer was released on (B)(6) 2025 with no permanent damage and the issue resolved. Tandem technical support performed a system check and confirmed pump occlusion. Ultimately, the customer reverted to an alternate method of insulin delivery.